Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Analysis of the collar, and hypotube included microscopic and visual inspection. Inspection revealed a complete separation of the device at the distal edge of the collar with collar damage (bent), and numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect with the returned device.

Event description:
Reportable based on device analysis completed on 29jan2021. It was reported that crossing difficulties were encountered. The 85% stenosed, 23mmx2.2mm target lesion was located in the mildly tortuous and severely calcified left circumflex artery. A 145 guidezilla guide extension catheter was selected for use. During procedure, it was noted that the device could not cross the lesion. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. However, device analysis revealed a complete separation of the device at the distal edge of the collar.